Event description:
During routine testing of the device at the service center, the field service representative reported that the unit does not recognize the pressure module; just cycles red, green and amber. Since the event occurred during routine testing, there was no patient involvement.